Event description:
The patient reported that over the years they had fallen several times and they think they dislodged their device(s). They have been having several issues with their stimulation system explaining that when they charge the implanted neurostimulator (ins), they can feel their skin get really hot and a tingling sensation that almost hurts.  The pt confirmed that they did not get a physical burn. The pt stated they did not think the issue was with the recharger but rather from inside their body that was causing it to get hot. The pt did not want a replacement recharger and commented they had replaced several external components in the past. The pt added that they think the therapy was causing their leg to shake uncontrollably causing them to fall. They stated the ins was sticking out of their body and hasn't settled in their body. It hurts when they touch the ins site. The pt saw their pain doctor who told the pt they think that the ins was not charging or the wire or connection is loose or that the implant had moved. The pt was redirected back to their doctor to further address the reported issues.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: 97755 recharger, sn: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.